Manufacturer narrative:
Results: patients condition affected the effectiveness of the device (95-99% stenosis with calcification ). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition(95-99% stenosis with calcification ). Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
The physician was attempting to use two endeavor resolute (rx) drug eluting stents to treat calcified lesions in the rca. The mid rca exhibited 95-99% stenosis and the distal rca exhibited 75% stenosis. During the surgery, the lesion was pre-dilated (14atm, 8atm), but the devices could not pass the lesion due to the severe stenosis <(>&<)> calcification. The devices were prepped as per IFU prior to use with no issues noted. No patient injury reported. The devices were returned to the manufacturing facility and through analysis of the returned devices the stents were observed to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 4th proximal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).